Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. No information regarding the customer issue that occurred with the device was available. Upon examination of the sample, it was found that the unit had an insulation failure. The product analysis noted evidence that the device was not used as intended. Damage to the rod insulation may occur during the insertion or extraction of the device jaw from a trocar instrument. The manufacturing records for each device are also thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: use appropriately sized trocar to allow easy insertion and extraction of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
Device was returned without any accompanying complaint information. Initial visual inspection found the black rod insulation of the device was damaged and disengaged. The disengaged insulation was returned.